Event description:
It was reported that the device would reset itself following a user test. There was no pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the system controller pcb and user interface pcb assemblies and then observed proper device operation through functional and performance testing. The device was then returned to the customer for use.